Manufacturer narrative:
The products were not returned for evaluation. Images and video was provided that appeared to show the guide was not locked on tightly.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, surgeon indicated that the tibia and talus spacer alignment guides did not fit as expected for achieving confidence in the talus resection angle. When used, the guides were more mobile than desired, and the angle of the talus cut in the sagittal view was did not appear to match the intended plan; the initial placement would have resulted in taking more posterior bone. Surgeon would have expected a more positive lock within the tibia implant lock-detail feature. Talus guide seemed to have minimal reference area on the talus. The details of the spacer guide design on page 6 of the report was not apparent to the surgeon. Surgeon used a burr to modify the tibia spacer guide to improve the fit. He removed a ramp feature that did not fit with the tibia lock detail, leaving the flat surface. Eventually manually adjusted the position of the guides to suit his plan. The issue caused an extension of the surgical time, estimated at 1 hour of additional time in surgery.